Event description:
It was reported that the patient's right atrial (ra) lead was found to have an insulation deterioration issue. The ra lead was capped, but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead 2004 (B)(6); 4193 implantable pacing lead 2004 (B)(6). (B)(4).